Event description:
It was reported that the customer experienced high blood glucose of 28 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found low reservoir, low battery and no delivery alarms. However, it was stated that the customer did not hear any of the alarms. Conducted the high pressure test twice, and the insulin pump failed both times. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.